Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that during the procedure, there was a spontaneous fire, the instrument did not work and there was a handle error (red circle with line). The reported issues were confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition of screen burn not related to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the handle was programmed to turn off the display when not in use. However, when components were left connected to the handle by the user, the amount of time it takes the screen to shut off was extended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open pancreatic tail resection procedure, at the time of pancreas suture removal, at the time of firing, the resection was being advanced gradually by short pitch. However, when the firing was stopped after advancing about 1cm, the blade suddenly advanced to the tip and fired automatically, and a handle in a red circle with a line was displayed. It also displayed to press and hold down the green button. The surgeon accordingly pressed and held down the green button; the power turned off and it restarted. Afterwards, the blade returned and the jaws were opened. While checking the operation, it was noted that the monitor was all green. After restarting, the monitor displayed a yellow error. No issue was observed on the staple line. Nonetheless, the surgeon reinforced the resection site with suture just in case.

Manufacturer narrative:
Concomitant medical products: sigpshell, sig power sigpshell control shell, (lot #unknown) sigadaptshort, sig power sigadaptshort lin short adapt, (sn #(B)(6)) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) sigrig, sig power sigrig reuse insertion guide, (lot #c2016b012e) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.